Event description:
It was reported that during a procedure, the sheath had a valve break and was drawing in air. The sheath was exchanged. No further details were provided other than there were no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.